Event description:
Customer reported that he was hospitalized due to high blood glucose twice. Customer's blood glucose readings at the time of hospitalizations were unknown. Customer stated that he hurt his back and was not able to change the infusion set and he was hospitalized for high blood glucose the first time. The seconds time customer stated that, he had the flu and run out of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.